Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support, and no further issues were reported. The customer was advised to continue using the pump and to contact support if the malfunction recurs.